Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("pain: abdominal/abdominal cramp") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction had resolved and the menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: essure confirmation test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgraded in the incident category. The reporter information was updated. This case concerns adult patient. Demographic detail was updated. Essure insertion and removal date was updated. Essure indication was added. Lot number was added. Event: severe physical injuries was updated to abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse) and pain: pelvic/abdominal. She had recovered for the events: pelvic pain, abdominal cramps and sexual pains. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure embedded within the cornu myometrial soft tissue for 1.2 cm and extends down the fallopian tube/ left ssure,it is embedded in the myometrial soft tissue for 2.5 cm and extends down the fallopian tube"), pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in an adult female patient who had essure (ess205) (batch no. 620742/valid , 620472/ inv.) Inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included back pain, lower abdominal pain and overweight. Concomitant products included medroxyprogesterone (depo provera) for birth control. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain ("pain: abdominal/abdominal cramp"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy), surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, bipolar disorder, vaginal haemorrhage, depression, dyspareunia, weight increased, back pain, abdominal pain lower and abdominal pain upper outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bipolar disorder, depression, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion essure confirmation test: total bilateral occlusion. On (B)(6) 2016, findings revealed normal uterus, normal bilateral fallopian tubes, normal bilateral ovaries, normal cervix. On (B)(6) 2016 pathology reports revealed,right: the right fallopian tube is 7.9 cm long x 0,9 cm in diameter. Identified extending from the right cornu is a coiled portion of metal consistent with an essure coil, 3.4 cm long x 0.2 cm in diameter, it is embedded within the cornu myometrial soft tissue for 1.2 cm and extends down the fallopian tube. Left: the left fimbriated fallopian tube is 7.2 cm long x 0.9 cm. Also identified within the myometrial cornu extending down the fallopian tube is a silver coiled portion of metal consistent with the essure coil, 3.3 cm long x 0.2 cm in diameter, it is embedded in the myometrial soft tissue for 2.5 cm and extends down the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 620742 man date: 2006-08 exp date: 2008-07. Lot number: 620472 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included back pain, lower abdominal pain and overweight. Concomitant products included medroxyprogesterone (depo provera) for birth control. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal/abdominal cramp"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bipolar disorder ("bipolar disorder"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction and fatigue had resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, bipolar disorder, dyspareunia, weight increased, back pain, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bipolar disorder, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion essure confirmation test: total bilateral occlusion. On (B)(6) 2016,findings revealed normal uterus, normal bilateral fallopian tubes, normal bilateral ovaries, normal cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events depression, bipolar disorder, dyspareunia weight gain, fatigue, lower abdomina pain, back pain, stomach pain are added. Lab data updated. Concomitant & historical drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure embedded within the cornu myometrial soft tissue for 1.2 cm and extends down the fallopian tube/ left ssure,it is embedded in the myometrial soft tissue for 2.5 cm and extends down the fallopian tube"), pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in an adult female patient who had essure (ess205) (batch no. 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included back pain, lower abdominal pain and overweight. Concomitant products included medroxyprogesterone (depo provera) for birth control. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain ("pain: abdominal/abdominal cramp"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, bipolar disorder, vaginal haemorrhage, depression, dyspareunia, weight increased, back pain, abdominal pain lower and abdominal pain upper outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bipolar disorder, depression, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion essure confirmation test: total bilateral occlusion. On (B)(6) 2016, findings revealed normal uterus, normal bilateral fallopian tubes, normal bilateral ovaries, normal cervix. On (B)(6) 2016 pathology reports revealed,right: the right fallopian tube is 7.9 cm long x 0,9 cm in diameter. Identified extending from the right cornu is a coiled portion of metal consistent with an essure coil, 3.4 cm long x 0.2 cm in diameter, it is embedded within the cornu myometrial soft tissue for 1.2 cm and extends down the fallopian tube. Left: the left fimbriated fallopian tube is 7.2 cm long x 0.9 cm. Also identified within the myometrial cornu extending down the fallopian tube is a silver coiled portion of metal consistent with the essure coil, 3.3 cm long x 0.2 cm in diameter, it is embedded in the myometrial soft tissue for 2.5 cm and extends down the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: mr received. Event: embedded device was added. Reporters, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.